Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a lithovue flexscope was used during a cystourethroscopy with left ureteral stent placement,cystourethroscopy with left ureteral stent removal,left retrograde pyelogram with fluoroscopic interpretation,left ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2018. During procedure, the patient experienced a urinary tract infection and a medication was required for treatment.